Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -with your non-dominant hand, elevate the penis, holding it perpendicular to the body without compressing the urethra. If the patient is not circumcised, retract the foreskin. Prepare patient with 3 foam swabs saturated in povidone iodine, using each swab for one swipe only." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during evaluation of the product , it was noted that the povidone iodine swabs were missing.